Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Date of occurrence: (B)(6). Was there patient harm? An event occurred that reached the patient but was not followed by patient harm. Describe the event or problem (please provide as much detail as possible): when attempting to pull back blood, a large amount of blood was aspirated. Tubing was securely attached to a-line catheter, so a-line was removed. Apon removal, catheter noted to have several sharp kinks with a leak near junction of hub and catheter. Was there a problem with the device (such as a defect, malfunction, break)? A-line catheter noted to have several sharp kinks with a leak near junction of hub and catheter.